Manufacturer narrative:
Continuation of medical devices: product ID 3057, product type screening device. Information references the main component of the system. Other relevant device(s) are: product ID: 3057. If information is provided in the future, a supplemental report will be issued.

Event description:
Information was received from a consumer regarding a basic evaluation trial patient with an external neurostimulator (ens) for urge incontinence. It was reported by a basic evaluation patient that the wires made sitting uncomfortable. On (B)(6) 2018, the patient stated they were having painful nerve spasms down to their foot, possibly from the stimulation. They also mentioned a burning feeling at the incision site. The patient noted they turned down the stimulation but the nerve spasms continued. There were no further complications reported/anticipated.